Manufacturer narrative:
Concomitant medical products: etlw1620c124e stent graft, implanted (B)(6) 2016; etlw1610c156e stent graft, implanted (B)(6) 2016; esbf3214c103e stent graft, implanted (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event.